Manufacturer narrative:
(B)(4). This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a implantable cardioverter defibrillator (ICD) device replacement procedure, that this right ventricular (rv) lead was previously surgically capped/abandoned (i.e., it remains implanted, but is no longer in service) due to undersensing. No adverse patient effects were reported. The lead is not expected to be returned for analysis.